Event description:
It was reported that the paper inside the sterile package was contaminated. A 180x25cm fathom - 16 guidewire was selected for use. Upon opening the packaging, the sterile paper that holds the torque device and shaping mandrel was found to be dirty and moldy. There was no patient involvement. It was further reported this occurred outside the patient upon opening the package pre-procedure. Packaging seals were not noted to be damaged. The product was not used because some kind of dirt was observed.

Manufacturer narrative:
Device eval by manufacturer: a review of the two pictures sent by the customer showed the stains encountered on the cardboard surface. The label, the accessories (torque device and guidewire introducer), the protective hoop, and the section of the pouch observed on the images did not show damages. The guidewire returned together with its original opened pouch and a cardboard that holds a torque device and an introducer guidewire. The paper holding the guidewire introducer was dirty. The guidewire was visually inspected and no damages nor abnormalities were observed. The torque device and the introducer guidewire did not show damages and they were cleaned and correctly placed in the cardboard holder. The cardboard holder was not damaged; it was complete and not torn, but it showed some stains on its surface. No other visual damages were found on the device.

Event description:
It was reported that the paper inside the sterile package was contaminated. A 180x25cm fathom - 16 guidewire was selected for use. Upon opening the packaging, the sterile paper that holds the torque device and shaping mandrel was found to be dirty and moldy. There was no patient involvement. It was further reported this occurred outside the patient upon opening the package pre-procedure. Packaging seals were not noted to be damaged. The product was not used because some kind of dirt was observed.

Event description:
It was reported that the paper inside the sterile package was contaminated. A 180x25cm fathom - 16 guidewire was selected for use. Upon opening the packaging, the sterile paper that holds the torque device and shaping mandrel was found to be dirty and moldy. There was no patient involvement.